Event description:
While dissecting during a laparoscopic cholecystectomy, the surgeon noticed that the device was "arcing" above the tip. This product is an insulated bovie tip that should only generate heat at the tip. The product was removed from the operative field. The manufacturer was notified and the product was sent back to the manufacturer along with a second device that was purchased with the same lot number and purchase date. Purchased on (B)(6) 2013.